Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section b3-the date received by manufacturer should have been 07/01/2023 instead of 08/10/2023. Date of the event is still estimated.

Event description:
It was reported the ipg was explanted and replaced to address the issue.